Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2020. During the procedure, the device could not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facilty name: (B)(6) block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was found that the trip wire was partially rolled in the handle assembly, and there was no evidence that the it was secured in the handle slot. The suture was intact, and it was attached to the distal trip wire loop. It was observed that the ligator head was returned with all of its bands attached; however, some bands were moved out their positions and tangled on each other. Microscope examination was performed, and it was confirmed that the ligator head teeth were bent and the suture hole in the ligator head did not have any visual damage. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event of failure to deploy bands was confirmed, as some bands were moved out their positions and were tangled, and the ligator head teeth were bent. The ligator head teeth being bent indicates that the component was submitted to tension forces during the use. This can cause the suture to be detached from its position on the ligator head and could have affected the bands deployment activity leading to an improper deployment of the bands. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot. The IFU states, "secure trip wire in slot on handle unit". Therefore, taking all available information into consideration, the most probable root cause of this event is failure to follow instructions.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2020. During the procedure, the device could not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.